Manufacturer narrative:
Voluntary event report was received. Medwatch:mw5151651.

Event description:
Voluntary medwatch received states that the atrial lead exhibited undersensing, frequent t-wave oversensing with potential oversensing of ventricular lead noise.